Manufacturer narrative:
As reported, following the prep of the 6/7f mynx control vascular closure device (vcd) for insertion into the sheath, the plug material got caught on the 6f competitor's device sheath. The mynx control was therefore removed and not inserted into the patient. A new device was prepared and inserted without issue. There was no reported patient injury. The sealant sleeve was not out of position. The device was removed from the package in accordance with the instruction for use (IFU). No other information was provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed to have been kink/damaged. The procedure sheath and syringe were not returned with the device. Visual inspection at high magnification found that the sealant outer sleeve at the distal end of the catheter was slightly split opened and damaged. This condition may have increased profile and may contributed to the difficulty during insertion. A product history record (phr) review of lot f1909801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿mynx control system deployment difficulty-premature/during prep¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, handling factors of the device during the prep phase most likely contributed to the kink/damaged sealant outer sleeve assembly and the subsequent exposed sealant that ¿got caught on the 6f competitor¿s device sheath.¿ additionally, it should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analyses suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following the prep of the mynx control vascular closure device (vcd) for insertion into the sheath, the plug material got caught on the 6f competitor's device sheath. The mynx control was therefore removed and not inserted into the patient. A new device was prepared and inserted without issue. There was no reported patient injury. The sealant sleeve was not out of position. The device was removed from the package in accordance with the instruction for use (IFU). The device is available for analysis. No other information was provided.